Manufacturer narrative:
Analysis will not be required as additional information was received indicating there was no device issue or adverse patient effect associated with this device. B5: describe event or problem updated. D9: device available for evaluation updated from asku to no. H6: health effect - clinical code 1884 removed; 4582 added. Health effect - impact code 4614 removed, 2199 added. Medical device 4001 removed and 3189 added.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a perclose closure device for a left atrial appendage interventional procedure using a 16f sheath. Reportedly, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amulet steerable delivery sheath. The delivery system was attempted to be used but then was downsized to a 12f amplatzer torqvue 45x45 delivery sheath. The amulet occluder was implanted. There were no issues with the perclose closure device during the procedure and was ultimately used to close the access site. The patient remained hemodynamically stable throughout the procedure. Under an hour after the procedure, the patient had developed a hematoma in post-operative recovery at the delivery system's access site. Contralateral access was obtained, and stents were placed in the femoral artery and the femoral vein due to a venous perforation of undetermined location. Per the physician, the cause of the patient's death was due to the perforation. Per the physician, the perclose closure device did not cause/ contribute to the hematoma, perforation or the patient's death. Subsequent to the initially filed MDR report, additional information was provided: the account confirmed this was a pre-close procedure. Initial sheath size was 9f, and maximum sheath size was 16f. At the end of the procedure, when the access site was ready to be closed and the perclose closure device was used, hemostasis was noted to have been achieved at that time. The cause of the hematoma was due to the venous perforation which was confirmed to have been caused by the 12f amplatzer torqvue 45x45 delivery sheath. The account confirmed the perclose device was used successfully. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a perclose closure device for a left atrial appendage interventional procedure using a 16f sheath. Reportedly, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amulet steerable delivery sheath. The delivery system was attempted to be used but then was downsized to a 12f amplatzer torqvue 45x45 delivery sheath. The amulet occluder was implanted. There were no issues with the perclose closure device during the procedure and was ultimately used to close the access site. The patient remained hemodynamically stable throughout the procedure. Under an hour after the procedure, the patient had developed a hematoma in post-operative recovery at the delivery system's access site. Contralateral access was obtained, and stents were placed in the femoral artery and the femoral vein due to a venous perforation of undetermined location. Per the physician, the cause of the patients death was due to the perforation. Per the physician, the perclose closure device did not cause/ contribute to the hematoma, perforation or the patients death. No additional information was provided.